Manufacturer narrative:
The initial MDR submitted was incorrect as the technician did not note that the suction pump failed. A steris service specialist arrived onsite to inspect the trufreeze console. The technician tested the console and found the unit to be operating properly. The unit was returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their trufreeze console's suction pump stopped working. The procedure was postponed and rescheduled for a later date. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and confirmed that the suction pump had stopped working. The unit has been removed from service and is pending repairs. A follow-up MDR will be submitted when additional information becomes available.